Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Corrected information d4 primary unique UDI number. Additional information d4 expiration date, d9 device returned to manufacturer, h4 device manufacturer date. We received one used pencan 27gx4 3/4" (120mm)-EU/ap/sa without packaging, 1 x-ray image and customer pictures. The following investigations were conducted: visual inspection: the received sample, the x-ray image and the customer pictures were taken to a visual inspection for damages according to the test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: the used pencan cannula is broken off 90 mm from the cannula hub. The broken off part was not handed over by the customer. On the received x-ray image parts of the raw cannula (cannula tip) is visible in the skin. The customer pictures shows the used and damaged sample and on one customer picture the broken part is visible inside the skin. Functional inspection: n.a. Physical inspection: afterwards, the outside diameter of the pencan cannula (several areas) was measured according to drawing (pm: 43789). Nominal-value: 0.42 mm +0.01/-0 mm (see drawing). Actual-value: 0.42 - 0.43 mm the measured value (outside diameters) of the pencan cannula is in accordance with the specification. Because the measured value are within the specification and the sample was already used, we assume of a problem during the application process. Summary and assessment: based on the conducted investigations the tested sample is within the specification. Therefore, the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "male patient of 44 years old scheduled by the service of traumatology and orthopedics for surgical washing on september 3, during the anesthetic procedure with the patient in position sims at the moment of the removal of the spinal needle whitacre 27 411/16 this comes out incomplete, radiography is taken ap and lateral lumbosacral column, where image of the rest of the needle in the yellow ligament bent at level l2-l3 is observed. This hospital unit does not have the required infrastructure that's why the patient was send for the next level to have a prompt surgical intervention. Attached image of the needle in question and another normal as reference. They are approximately 2 centimeters of missing needle."